Manufacturer narrative:
Several attempts have been made to identify a customer for return of the suspect product or device history log. The product has not been returned to zoll for evaluation. It's important to mention that the customer was able to deliver a shock during the event, and it's not clear why they elected to change the AED's batteries during the event. The device is capable of delivering therapy when notified of low battery/ change battery advisory.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device delivered the set energy and then prompted a "change battery" message. Clinician was unable to remove the battery, causing a delay in therapy. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.